Event description:
It was reported that one month post-implant, the right ventricular (rv) lead had become dislodged, resulting in oversensing, noise and inappropriate shocks. The detections were programmed off and the rv lead was subsequently explanted and replaced. It was noted that the left bundle branch lead in the pocket appeared to have a small insulation break, therefore the breakdown was covered with silicone repair material and a suture sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 6935m62 (B)(4); product type: 0264-lead-hv; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.